Event description:
The pt reported experiencing occlusion errors and elevated blood glucose of up to 400 mg/dl (competitor infusion device). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.